Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. Due to character limitations, section a1 patient identifier was left blank. The patient identifier is (B)(6). Stryker performed an initial clinical review of the reported event and determined the device contribution to the patient outcome is unknown. The customer stated the device did not pick up the correct rhythm and did not deliver a shock to the patient. Questions have been sent to the customer, as well as a request for pco files. However, there is currently not enough information present to determine the impact of the device use. Stryker evaluated the customer's device and was unable to verify or duplicate the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for service. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device did not recognize the correct cardiac rhythm and did not deliver the shocks to the patient. The patient involved in the reported event is deceased. A clinical review was performed to determine the contribution of the device use to the patient's outcome.

Event description:
The customer contacted stryker to report that their device did not recognize the correct cardiac rhythm and did not deliver the shocks to the patient.the patient involved in the reported event is deceased. A clinical review was performed to determine the contribution of the device use to the patient's outcome.

Manufacturer narrative:
The device's pco files were further reviewed and a scientific review was performed by a customer quality engineer. The snapshots provided in the pco file show the patient in ventricular tachycardia. The device performs 2 sas analysis, and both resulted in a ¿no shock advised.¿ it was determined that the device algorithm acted as desgined. This analysis evaluates the characteristics of the ECG rhythm- specifically steepness, slope, rate and amplitude and compares it to the device¿s programmed algorithm. Therefore, the device¿s algorithm is within the acceptable level of sensitivity and specificity as set by international standards for AED performance. Overall, the device acted as designed and did not contribute to the patient¿s reported outcome.